Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the top membrane and downloaded the latest software revision to resolve the issue. Additionally, the overlay set, the air filter, and the fan cover were also replaced, and the inlet gasket needed to be re-glued back on.

Event description:
It was reported that a ventilator was alarming non-stop and the power off / alarm silence button would not stop it. There was no patient involvement.